Event description:
It was reported that a malfunction alarm, identified as malfunction code 12, occurred with the customer's pump. There was no reported impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer planned to switch to a backup insulin pump to ensure continuous insulin delivery.